Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the issue did not recur after resetting.